Event description:
The customer observed results were assigned to the wrong sid (barcode) on the architect c8000 analyzer. The following data was provided (the (B)(6) initial results were mixed up. The repeat results were run on (B)(6).) Sid (B)(6). Cholesterol initial 191, repeat 231, 235. Dhdl initial 93, repeat 72, 73. Triglycerides initial 40, repeat 84, 84. Sid(B)(6). Cholesterol initial 233, repeat 199, 212. Dhdl initial 65, repeat 91, 89. Triglycerides initial 80, repeat 57, 57. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4). An evaluation is in process.